Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port (sp) monopolar cautery instrument's articulation moved in the opposite direction to the command given by the console during use. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar cautery instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.